Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device never worked (stayed flat when pumping). The explanted device was implanted in (B)(6) 2013. The device was removed and replaced in (B)(6) 2019. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.